Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleges that the tracheostomy tube was found damaged during removal of the vent circuit to suction; the tube was in use for an unknown amount of time and the patient required tracheostomy tube exchange. No incident related medical sequela was reported.